Event description:
During service by baxter, the infusion pump was found to contain failure code 535. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: failure code 535 was confirmed in the event history. Inspection of the device found that failure code 535 was caused by a faulty user interface module printed circuit board. The faulty user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.